Manufacturer narrative:
A medtronic representative was able to go on-site to conduct testing on the device. Functional and visual testing and issue replication found the system to be performing as intended. Software logs were returned to the manufacturer for analysis. Log analysis revealed a software anomaly caused the issue. This is a known anomaly and will be added to a known software anomaly database under testtrack 21189. A system checkout was conducted successfully.

Event description:
Medtronic received information regarding an imaging device during a sacroiliac and thoracolumbar procedure. It was reported intraoperatively that the 3d spins were not automatically transferring to the navigation device. The surgical delay was less than 1 hour. No impact on patient outcome.